Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during an unknown procedure. The staples were malformed. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.